Event description:
According to the initial information received, a 22mm amplatzer septal occluder was implanted successfully on (B)(6) 2011. The defect was sized using a 25mm numed sizing balloon. The patient was followed up by her local cardiologist on (B)(6), 2011 and a normal EKG and echocardiogram were recorded. On (B)(6) 2011, the patient was referred for surgery and a potential effusion case was reported. In addition, the following measurements were reported: distance from margins to defect: cs 11.0mm, av valve 10.0mm, rulpv 7.8mm, static (native) diameter 18.0mm, defect size 15.0mm x 18.0mm, stop flow diameter 24.0mm, (B)(6). The patient's community cardiologist drew bloody fluid from the pericardial sac the evening of (B)(6) 2011 and the patient became bradycardic and shaky. The implanting physician consulted with a cardiologist and determined the best course was to refer the patient to (B)(6) for surgery. She was unable to be airlifted to the study hospital due to inclement weather and was transferred to an unknown hospital in (B)(6) where surgery was planned on (B)(6). Pericardial tamponade was the patient's diagnosis upon admission. According to the discharge summary dated (B)(6) 2011, the aso was explanted (B)(6) and the defect repaired with a cormatrix patch to repair the left atrium. The patient was discharged in good condition on (B)(6), 2011, and is recovering at home.

Manufacturer narrative:
Images and medical records were received and referred to our medical consultant to review. When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: a (B)(6), female patient underwent atrial septal defect (asd) closure with an amplatzer septal occluder (aso). The defect was balloon-sized and the procedure was performed under ice guidance. The patient was discharged to home and seen by her primary cardiologist 10 days later. An echocardiogram revealed the aso was in place and no pericardial effusion was present. The day after the follow up, she experienced a sudden onset of constant pain and shortness of breath. She was brought to the ER where an echocardiogram revealed significant pericardial effusion with impending tamponade. The effusion was drained and her clinical status stabilized. She was then transported to another hospital where she underwent surgery during which time the device was removed and the defect closed with patch. She has done well since her surgery. The catheterization data, ER visit, echocardiogram interpretations and or note were provided for review. Per the report, the static diameter of the defect was 15 x 18mm. The patient also had a mild form of ebstein's anomaly. The defect was balloon-sized with a numed, 25mm balloon to 24mm and a 22mm aso was chosen. Per the report, stop-flow measurement of the asd also was performed. The procedure was uneventful except for runs of atrial flutter during the case that did not require any treatment and self-resolved. Six cds also were provided and consisted of echocardiograms including an intraprocedure echocardiogram using ice. The echo pictures were of fair quality. The atrial septal rims toward the av valve and ivc was very thin and of poor consistency. The svc rim was of good consistency. The aortic rim was absent in the atrial view of ice with significant deficiency of the rim immediately behind the aorta when the septum was tracked toward the svc. Balloon-sizing of the defect was inadequate as most of the balloon stayed toward the right atrial side while balloon sizing and measurement of 24 mm diameter, that is in the report was not recorded. There were no images provided in which the balloon was in an acceptable location and stop-flow diameter had been achieved. The 22mm device was deployed with a 9f sheath. The left disc appeared to have pulled into the defect and in several views appeared to be pointing toward the right atrial side. It appeared that the device was captured and redeployed. The results, however, remained the same. After the device was released, the left disc dug into the left atrial free wall. The echocardiogram performed the next day showed a large right ventricle and a high secundum asd. The left disc appeared to be pushing on the transverse sinus. Two cds contained an echocardiogram taken after the patient had suffered from pericardial tamponade. In some pictures, the left disc could be seen pushing into the transverse sinus. One cd contained a cxr after device placement. One cd was taken after surgical removal of the device. According to agas medical consultant the following conclusions were drawn: the patient had a complex defect based upon anatomy: a very thin ivc, av valve rims. The aortic rim was absent in the superior rim location. The defect was somewhat oval and a dynamic defect. Improper balloon sizing was performed or if proper balloon sizing was performed it was not recorded. Based upon the rims' consistency, the minimal size of the defect was around 26mm, therefore, a 22mm device was too small causing the left disc to get pulled into the asd and the edge to become pointed toward the right atrial side. This changed the orientation of the device and could be seen in the caval views. The device was angulated in those views. After the device was released, the angulation improved somewhat but caused the edge of the device to push into the transverse sinus. Ultimately, the left atrial free wall in the region of the transverse sinus was compromised and patient suffered from tamponade. Per the op note, there was a 2mm perforation at the roof "dome" of the left atrium adjacent to the aorta. This was a confirmed device-related erosion that resulted in pericardial tamponade.

Manufacturer narrative:
This event was reviewed by aga's erosion board. Following adjudication, erosion was confirmed.